Event description:
Boston scientific received information that during a routine box change for elective replacement indicator (eri) the physician struggled to explant the device. Large forceps were used to grip and pull at the device for over an hour. Subsequently upon extraction, the header was detached. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. Evidence indicates that the loose header was caused by external stress during the explant procedure.